Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 572mg/dl. The customer experienced dehydration and back pain. The caller mentioned that piston stopped and the insulin pump alarmed motor error. It was stated that the customer was in for a few days and then went back again. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.